Event description:
It was reported that during an infusion on a pt an interruption in therapy of greater than 1 minute occurred and was caused by a spectrum pump that alarmed system error 224. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed the reported symptom of system error 224 through the history log, however, the error could not reproduce during eval. The power cord and processor printed circuit board were replaced as they are known contributors to the reported symptom.